Manufacturer narrative:
(B)(4). The customer reports that they will be repairing the device themselves.

Event description:
It was reported that during patient use, the ventilator gave a low ac power alarm. The unit was exchanged for an alternate ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.